Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficulty removing the closure device could not be replicated in a testing environment. The reported shaft detachment was not confirmed based on the returned device condition. Reportedly, mild calcification was present at the access site. It should be noted that the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported event appears to be related to user technique as the exchange sheath was not properly secured to the clip applier. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Device coding (B)(4) - failure to follow steps/instructions- device use in calcified access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right calcified common femoral artery was attempted using a starclose se device with a 5f sheath after coronary interventional procedure. Reportedly, it was difficult to remove the starclose se; the shaft broke during use in the patient. The device was removed without intervention. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.